Event description:
One patient sample generated discrepant sodium results. Initial result gave 125 mmol/l; same sample repeated on another analyzer (same method) gave 131 mmol/l. Next day, same sample repeated on initial analyzer gave 130 mmol/l. The initial result was reported. Patient not adversely affected. The field service representative was unable to determine the cause of the discrepant results.